Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the esophagus. The original procedure was aborted and a repeat procedure was not required. The last known patient status is good. There was no harm to the patient or user.

Manufacturer narrative:
Evaluation summary one delivery system and one capsule were returned to medtronic for investigation. The delivery system was visually investigated for external damage. The capsule did not arrive attached to the delivery system. The trocar needle was advanced and the delivery system was not bent. There were no signs of tissue or blood on the device. The plunger was not broken and the emergency release was not implemented. The capsule electrodes were visually acceptable. The plunger was rotated more than 1/8 of a turn. Based on the investigation, the device functioned per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.